Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented post implant procedure. Upon review, it was revealed that the right atrial lead had dislodged. The right atrial lead was explanted and replaced on (B)(6) 2019. There were no consequences to the patient.